Event description:
Hcp reports the pt stated that they "get very sleepy then has increased pain." The catheter was accessed which showed catheter patency-unknown date. The pt has been scheduled to have both a dye study and rotor study, and possibly a catheter revision.